Event description:
It was reported by the sales rep in colombia that during an unspecified surgical procedure on (B)(6) 2024 while using the vapr vue generator device, the tripolar electrode was connected to the console but it worked only for a few minutes. It was also observed that the on the console appeared an error indicating that the buttons of the handpiece were locked. It was changed to the pedal mode but the device worked intermittently and the information on the console screen was blocked. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.